Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component code, impact code, conclusion), h11. At this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. The service request was canceled. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported by customer that cardiosave intra-aortic balloon pump (iabp) was not charging console. No harm or injury to the patient was reported.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was not charging console. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1: event site postal code: (B)(6). A supplemental report will be submitted upon completion of our investigation.